Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical connector at the image acquisition system (ias) was damaged. The bulkhead connector was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4) the kit svc o2 bi71000424 panel rearcab brkt (rev. 3 : s/n (B)(4)) was returned for analysis. Analysis found that the retaining clamp for the umbilical was loose due to a missing screw on assembly. The rear cab breakout assembly was physically damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside procedure. It was reported that the system would not initialize. There was no patient present when this issue was identified.